Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, stating that the therapy was off and it was turned back on. Patient stated that shaking has not been resolved. Patient also noted that shaking was getting worse, and the batteries were about to stop working because of elective replacement indicator (eri).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient stated after having a surgery related to their prostate cancer, they noticed their shaking became worse. The patient stated that even with their therapy working symptom management had not been the same ever since. The patient said they informed their presiding hcp and therapy could be turned off during therapy. The patient didn¿t confirm if the therapy was on or off during medical procedure. There were no further complications reported.